Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the devices were used during a sigmoidectomy. The surgeon was putting his hand through the seal and it popped through and the seal ripped apart. Opened a second one with the same results. Another device was used to complete the case. There was no adverse consequence to the patient. One device is being returned and one was discarded.